Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported they had a pump that was affected by the recall due to the batteries. The patient had gone through a lot of pain and suffering because of this and missed a lot of work. The patient reported that early part of (B)(6) 2016 she started to go through withdrawals and thought she had the flu. When the patient was asked if there were any alarms, the patient stated she didn't hear an alarm "but evidently it had been going off for quite a while before I knew it." The patient indicated not being able to hear very well. The patient stated they had their pump replaced on (B)(6) 2017 and went through a lot between (B)(6) 2016 and the replacement.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.